Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. The device manufacturer date for the reported sensor is unknown. The date entered is the date of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a low reading from their freestyle libre sensor. Customer reported a low reading of 6.5 mmol/l which was lower than lab reading of 17.3 mmol/l. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Device manufactured date has been updated based on returned product download. Sensor 0m0005e7t5w was returned and investigated. Visual inspection was performed on the sensor patch, no issues were observed. Data was extracted from the returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. The sensor was reprogrammed, and the current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
Customer reported receiving a low reading from their freestyle libre sensor. Customer reported a low reading of 6.5 mmol/l which was lower than lab reading of 17.3 mmol/l. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.